Event description:
It was reported by svc report that the stretcher brakes were not performing properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake adjuster.